Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error.

Event description:
It was reported on 04/14/2022 by a facility representative via sems that an ar-6480 pumps pressure gauge warning is going off. This was discovered during a case with no patient harm.